Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer received an unspecified alarm. Additionally, the customer experienced low blood glucose (bg), however, a specific bg value was not provided. Reportedly, the customer required assistance addressing bg level, however, no additional information was provided. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.